Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2011, inratio2: 4.4, lab: 2.3. Pt's therapeutic range: 2.5-3.5 inr.